Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a beep anomaly. Customer reported of changing battery and did not realize that insulin pump did not start. Customer changed battery three times and insulin pump continued to give a high pitch noise. Noise was not cleared with battery change or pressing act and esc. Customer's blood glucose was at not reported. Customer was advised that insulin pump would need to be replaced.